Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 15-jan-2026. There is no confirmation for the return reason of oxygen error based on the internal and external oxygen level. However, the compressor is noisy, which possibly caused due to loose compressor housing.

Event description:
It was reported that the patient's unit was not producing enough oxygen and the patient was not getting enough oxygen. As a result, the patient noted that their hands started to turn blue. The unit started working again and their hands went back to normal. They did not have to be hospitalized due to the event. They received their replacement and it is working for them.